Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that during production activities, there was one leaking syringe identified.

Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that: the product was released accomplishing all quality standards according to the device history record review. One sample was received for evaluation. When reviewing the sample, it was observed that one side was cracked. When trying to push the plunger with force, the syringe leaked from the area. There were no witness marks present on the barrel where the crack was visibly seen. The sample returned contained liquid and a cap, neither of which is part of the manufacturing process. A gemba was carried out; current process and controls were found to be followed correctly, including subassemblies, finished product assembly, packaging, and product inspections. No abnormal conditions were found that could trigger this condition therefore an exact root cause could not be determined. No corrective actions are required at this time. All information received will be used for further tracking and trending purposes.